Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative five incidents where the bc5040 nasal prongs became detached from the flexitrunk interface. On two occasions the prongs had entered the patient's mouth. No patient consequence was reported.

Manufacturer narrative:
The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the FDA recall coordinators at the los angeles district office. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The complaint nasal CPAP prongs were not returned to fisher & paykel healthcare in new zealand for investigation. A visual inspection from the fisher & paykel healthcare representative confirmed that these were part of the affected prongs. A medical device recall letter has been sent to this customer in michigan.